Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged that on (B)(6) 2013 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number 0112750 and lot number huxi0430 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of perfix plug patient was diagnosed with hernia recurrence, scar tissue and pain thereby underwent removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged that on (B)(6) 2013 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number 0112750 and lot number huxi0430 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the old mesh was encountered and appeared to be an overlay sheet piece of mesh separate from the palpable plug. The old mesh which was bulging was opened. A small perfix plug was placed and secured. There was another small defect near the pubic tubercle which was covered with a small piece of flat mesh and also secured using stitches. Mesh overlay patch was then placed into the floor and also secured. The previous piece of mesh was closed over the hernia plug.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of synthetic mesh and removal of old meshes. Per operative notes, ¿there were two large pieces of mesh plug that had migrated inside the abdomen. These were removed. A 3rd piece of mesh that was felt to be another plug was palpable from the outside of the abdomen but was left in place as it could not be removed through the laparoscopic approach. Defects were covered with non bard inguinal hernia mesh.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, emotional injuries and other such as mesh had migrated inside the abdomen.